Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that when they were unraveling the tubing of a new infusion set, the cannula part broke off from the tubing. At the time of the incident, her blood glucose level was 200 mg/dl. There was no damage to the infusion sets when the package was first opened. This issue occured with one set. Further, they replaced the infusion set and resumed insulin successfully. No further information available.